Event description:
Recorded at/af episodes false/early terminated due to intermittent atrial under-sensing.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).